Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt was not receiving therapy and therefore the device was replaced. A catheter access port study was done and the catheter was patent. The pt recovered without sequela. The medication being delivered via the device sys was compounded baclofen. Additional info has been requested. A f/u report will be sent if additional info becomes available.